Event description:
Device 1 of 3. Reference MFR report numbers: 3006705815-2019-00572, 1627487-2019-02267. It was reported that the ipg could not be set to MRI mode. Positional low impedances were found on 1 contact to 12 contacts depending on patient's position. As a result, surgical intervention took place during which the system was explanted.